Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, infection, was deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse+ dermal filler lot 100085407 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) nurse and concerns a (B)(6) male patient. He was injected with a total of 3 ml of radiesse+ into the left jawline, to correct an asymmetry and to get more volume on that side, on (B)(6) 2017. The batch number was reported as 100085407 (expiry date 07/2017). Needle used for injection was 25g cannula. On the same occasion, the patient was concomitantly injected with a total of 30 units of botox bilaterally into the masseter, and 128 units of dysport. The patient's medical history included an existing facial/jawline asymmetry, but no allergies. The patient's right jawline was well defined and he was receiving aesthetic injections to even out the left jawline. This was the patient's first treatment with radiesse+. The patient was previously treated with several different products like voluma, perlane and bio-alcamid. In 2016, he received bio-alcamid in his left jawline and experienced complications after this. The physician believed that the bio-alcamid product or procedure aggravated voluma product which was injected in his oral commissures. One physician removed the bio-alcamid and prescribed the patient with keflex. That physician also injected kenalog and hyaluronidase in the oral commissures to calm down the reaction with the voluma. In (B)(6) 2017, the patient was injected with perlane into the left jawline without complications. On (B)(6) 2017, a little less than one month after the treatment with radiesse+, the patient developed swelling, redness and severe radiating pain in the left jawline. On the same date, he came to the clinic and the physician injected the affected area with kenalog. On (B)(6) 2017, the patient returned to the clinic because the area was still painful. The physician drained the swollen area and extracted 0.2 ml of creamy colored fluid. The samples were sent for culture and sensitivity testing. The results came back positive for staphylococcus aureus. A different physician prescribed the patient with minocycline 100 mg per day, for 6 weeks. The outcome was unknown. The patient was not hospitalized. In the opinion of the reporter, the event was of moderate intensity, not life-threatening or permanent and related to radiesse+ injections, but not related to incorporated local anesthetic in the product. The reporting nurse further explained that if the physician had not seen the patient, tested the extracted fluid and subsequently prescribed an antibiotic, the patient's infection could have severely worsened. The nurse felt that the timely intervention of the physician prevented a possible serious deterioration in the health of the patient.